Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the opt314 optiflow junior cannula's tubing disconnected at the cannula/tube connection. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint opt314 optiflow junior cannula was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed that the right tube was detached from the cannula. Adhesive was present on the detached tube and on the internal surface of the cannula tube joint. The detached tube was measured to have been inserted approximately 12 mm into the cannula. Conclusion: we are unable to determine the root cause of the damage observed on the returned opt314 cannula. However, based on our knowledge of previous investigations into this type of failure mode, it is likely that the tubing was damaged due to excessive force being exerted on the tubing. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint (circuit connector). If there are any failures the entire batch is placed on hold for further investigation. The user instructions illustrate in pictorial form the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: "do not stretch or crush tube." "Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained." "Appropriate monitoring must be used at all times."